Manufacturer narrative:
A correlation between the device and the reported bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced report of subacute infarction is covered under medwatch MFR report #2916596-2017-00924. The referenced report of intracerebral hemorrhage, thrombosis, and death is covered under medwatch MFR report #2916596-2017-00922. (B)(4). Approximate age of device ¿ 41 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient experienced melena on (B)(6) 2016 while on heparin and integrilin. Esophagogastroduodenoscopy (egd) performed on (B)(6) 2016, revealed an arteriovenous malformation (avm) in the duodenum and cautery was applied. It was reported that the patient experienced a subacute infarction on (B)(6) 2016, and expired on (B)(6) 2017 due to complications of intracerebral hemorrhage (ich). No additional information was provided.